Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed due to lack of sample. A batch review was performed on the associated lot with no issues noted. Based on the information gathered during baxter's investigation, the root cause of the reported condition was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report addresses product quantity 4 of 30. The home patient (hp) reported to corporate product surveillance that the entire box of patient extension lines were damaged, and several were cut. The hp called to report this issue while driving to see the registered nurse (rn) to get additional samples and to report missed therapy as a result. The hp stated she was about to connect to begin therapy when she noticed that the tubing was leaking (the hp confirmed the blue cap was still on the patient line). She stated, she then discovered the remaining samples were damaged. The hp stated, she had discarded all the product. No patient injury or medical intervention was reported.